Manufacturer narrative:
A1-a6: missing information is pending follow-up with hospital. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had numerous ischemic strokes over the past 2 days. Their international normalized ratio (inr) was at a 1.6. It was noted the customer was looking for any indication of clot/hemolysis. Log files were sent for review. There were no unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. While admitted, the patient had an acute drop in flows from 5 lpm to approximately 0.5 lpm. The patient was a full do-not-resuscitate and passed away after the drop in flows on (B)(6) 2024. Additional log files were sent for review. The event log file displayed multiple strings of low flows where the low flow estimator dropped below 2.5 lpm beginning (B)(6) 2024 at 1:39 pm ¿ 1:53 pm (the low flows sustained 2.2 lpm ¿ 0.3 lpm trending downward). It appeared the pump speed was changed from 5700 rpm to 5100 rpm with a low set limit of 5500 rpm on (B)(6) 2024 at 1:51 pm causing a brief string of low-speed advisories before the low-speed limit was changed to 4900 rpm at 1:52 pm. Additionally, 111 pulsatility index (pi) events were captured in the event log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number , did not reveal any device-related issues. The pump was returned assembled with the pump cable severed approximately 15¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The mini apical cuff was returned attached to the pump. Approximately 3.5¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. Upon disassembly of the returned pump, acute depositions of post-explant coagulated blood were present in the inflow cannula and pump cover; however, no developed depositions or thrombus formations were observed. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted log files and retrieved lvad (left ventricular assist device) log files from the returned device confirmed the reported flow decrease on 16sep2024. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use is currently available. Section 1, ¿introduction,¿ outlines potential adverse events, including stroke and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Additionally, section 6 lists thromboembolism as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas, and outlines indications of thrombus as well as how to respond to such events. Section 4, ¿system monitor,¿ outlines all system monitor operations and alarm messages. This section explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 4 also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. Section 7, ¿alarms and troubleshooting,¿ outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
An autopsy revealed intra-luminal proteinaceous fibrinoid in the outflow graft. The autopsy determined that the immediate cause of death was "acute cardiopulmonary insufficiency" secondary to the combined effects of the heartmate 3's intraluminal proteinaceous debris, which caused a significant outflow graft obstruction. This then resulted in the thromboembolic events. The pathologist concluded that the event was related to the left ventricular assist device (lvad). The obstruction of the heartmate 3 outflow graft created a persistent low flow state that precipitated multiple cardio embolic strokes, which ultimately caused the patient's death when the device completely failed on (B)(6) 2024.